Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15360. It was reported, the patient experiences discomfort at the ipg site when he sits and is not receiving the level of relief he needs from the stimulation. Surgical intervention was undertaken on (B)(6) 2014 and the ipg was explanted. The lead remained implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.